Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf400f filter experienced a malposition of device (tilt), a migration of device, and filter peroration. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.